Manufacturer narrative:
2/11/19998 - supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the instrument did not fire. The hosp has reported no pt injury occurred.